Manufacturer narrative:
A site visit by the abbott field service engineer (fse) verified the instrument fluidics. The fse observed a dirty sample probe, which was replaced, and noted protein debris on the wash station, which was cleaned. The fse instructed the customer regarding the maintenance for the probes and wash station to avoid contamination/protein build up and to provide optimal test results. Use error may have contributed to the customer' issue due to failure to perform daily and weekly maintenance procedures. A review of the service history for the analyzer identified no contributing factors on or around the date of the complaint. There have been no subsequent contacts from the customer regarding erratic or discrepant results since the arc probe (list number 08c94-42) was replaced. The architect system operations manual addresses operational precautions and limitations, information regarding maintenance, and information for troubleshooting erratic/discrepant results. A review of similar complaints identified no trends associated with the discrepant results described in this complaint. A malfunction was identified for the arc probe as the device failed to meet performance specifications or otherwise perform as intended at the customer site. No systemic issue and/or product deficiency was identified.

Event description:
The customer reported four patients with false positive architect b-hcg results. The results provided for three patients were: pt#1= 145.1 / repeat different day = <1.20; pt#2 = 5389.47 / repeat = 3.26; pt#3 = 845 and 40 (>25miu/ml = positive)/ repeat after probe replacement = <1.20miu/ml (<5.0miu/ml = negative). There was no reported impact to patient management. There was no additional patient information provided.